Manufacturer narrative:
The manufacturer previously reported the device's blower motor was replaced to address a ventilator inoperative alarm condition. The system board was also replaced to address this issue.

Event description:
The manufacturer received information alleging a ventilator's blower motor stopped working. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor and system board. The blower motor and system board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to an internal windings failure. The system board was evaluated by the manufacturer's quality assurance laboratory and was found to operate to design specifications.